Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure coil perforation through the cornual area of the left uterus"), embedded device ("coil in the isthmus and a separate essure coil in the myometrium of the right cornu"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight was 160 lbs. Previously administered products included for birth control: oral contraceptive nos from 1994 to (B)(6) 2008. Concurrent conditions included fatigue, back pain, lumbar pain, anxiety, leg pain, foot pain, tobacco user, diabetes mellitus, spotting between menses, obesity, depression since 2002, perineal pain, phlebolith, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included ibuprofen for pain as well as bupropion hydrochloride (wellbutrin), cyanocobalamin;lidocaine hydrochloride;pyridoxine hydrochloride;thiamine hydrochloride (neurotonic), glucomannan (lipozene), medroxyprogesterone acetate (depo provera) and mepyramine maleate;pamabrom;paracetamol (pamprin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weiht gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, migraine, headache, tooth disorder, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2016 : current weight: 166.4 pounds current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral tubes are occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record :uterine haemorrhage, pelvic pain, menorrhagia." Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received- outcome of lower abdomen pain updated to recovered / resolved. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure coil perforation through the cornual area of the left uterus"), embedded device ("coil in the isthmus and a separate essure coil in the myometrium of the right cornu"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 1994 to (B)(6) 2008. Concurrent conditions included fatigue, back pain, lumbar pain, anxiety, leg pain, foot pain, tobacco user, diabetes mellitus, spotting between menses, obesity, depression since 2002, perineal pain, phlebolith, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included ibuprofen for pain as well as medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, migraine, headache, tooth disorder, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 13-dec-2016; current weight: (B)(6). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubes are occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record :uterine haemorrhage, pelvic pain, menorrhagia." Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs and mr received: events uterine perforation by left coil, device embedded in right myometrium added. Reporters added. Device removal date and surgery added. Event onset date updated. Patient demographic condition added. Concomitant diseases added. Auto-narrative supplement updated. Reporter causality comment added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.